Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's machine flow sensor failed testing. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device was recalibrated to address a test step failure. The device's flow sensor and cable were replaced to address the issue.